Event description:
The customer reported erroneous low absolute neutrophil results on the differential test results of nine patient samples when using the coulter act 5diff cap pierce (cp). There were instrument specific messages on the patient results. The results were determined to be erroneous when compared to the results for these samples obtained using a second instrument which the customer considers correct. Erroneous results were reported out of the laboratory. Amended reports were issued for these nine patients. There was no death, injury or affect to patient treatment. Note: demographics were not provided for any of the nine patients.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found restricted sample flow in the flow cell as the latex testing indicated the transfer time was increased. The fse replaced the coaxial flowcell fitting which improved the latex transfer time and improved the sample flow. The fse adjusted the absorbance and dc to improve the differential recovery, verified reproducibility, and ran all three levels of controls which recovered with acceptable range. Additional information collected during the instrument evaluation: the customer also reported receiving a hemoglobin blank error while troubleshooting. The fse could not reproduce this error but stated he believes the instrument door was open when the error occurred. The customer also stated there was a burning smell from the instrument while priming reagent during troubleshooting. There were no arcs, flames or sparks seen. The fire extinguisher was not used, the fire department was not called and the lab was not evacuated. The operator was not exposed and did not seek medical attention. It is unknown if the burning smell was related to the low differential results recovered on the act 5 diff instrument. The field service engineer (fse) could not find any evidence of a leak or shorted component. He checked all of the solenoids, syringes and boards and did not sense any residual burning smell. Identification of failure mode: restricted sample flow in the flow cell was determined to be the cause of the erroneous differential test results. In addition, the operator did not follow manufacturer's instructions to evaluate instrument specific message prior to reporting test results out of the laboratory. Product labeling: per customer IFU ( instructions for use) part number (B)(4), rev ca: beckman coulter inc does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of all results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, platelet counts of less than 20,000 be reviewed.